Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. It is unknown where this incident occurred. This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a user medwatch report (mw5056951) stating that some of the water samples taken from the sorin heater-cooler system 3t tested positive for bacteria. These samples were taken in response to receiving a sorin group field safety notice (fsca 9611109-06/03/15-002-c), so there is no known patient involvement. Sorin group (B)(4) received the user report and an initial medwatch report was filed on november 18, 2015. The information necessary to follow-up with the facility or the initial reporter and to perform an investigation has not been provided. Without further information on the customer or involved unit(s), an investigation is not possible. This complaint was closed on february 10, 2016 (alert date of this report) stating that an investigation could not be performed.

Manufacturer narrative:
There was no patient involvement. Model and serial number have not been provided. This information will be provided in a supplemental report if and when made available. The facility and initial reporter are unknown because they were not included in the user medwatch report. This information will be provided in a supplemental report if and when made available. Device information was not provided, so it is unknown whether this unit has already been evaluated by sorin group (B)(4). Device information was not provided, so the manufacture date cannot be determined. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. It is unknown where this incident occurred. This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a user medwatch report (mw5056951) stating that some of the water samples taken from the sorin heater-cooler system 3t tested positive for bacteria. These samples were taken in response to receiving a sorin group field safety notice ((B)(4)), so there was no patient involvement. The information necessary to follow-up with the facility/initial reporter and to perform an investigation has not been provided. If this information becomes available, a follow-up report will be sent.

Event description:
Sorin group received a user medwatch report (mw5056951) stating that some of the water samples taken from the sorin heater-cooler system 3t tested positive for bacteria. These samples were taken in response to receiving a sorin group field safety notice (fsca (B)(4)), so there was no patient involvement.